Event description:
Boston scientific reported there was insulation damage where the ra and rv leads crossed. The leads were explanted.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a damaged insulation as a result of wear approx. 33.5 cm and34.5 cm distal to the is-1 connector pin as mentioned in the complaint description. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead as mentioned in the complaint description. Diagnostic images clarifying this assumption were not available for analysis. Further analysis revealed explantation damages, i.e. Cuts in the insulation. The analysis did not reveal any sign of a material or manufacturing problem.